Event description:
Meter name: ot ultra. Strip name: ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A patient reported they were unable to test on their meter. Their meter allegedly would only prompt error 2 message. There was no result on their meter. The result on the back up meter was 205 mg/dl. Their was no comparison. No treatment. No further information has been reported.